Event description:
Hematoma in abdominal wall [abdominal wall hematoma]. Hemorrhagic shock [shock hemorrhagic]. Case description: medical device info: class ila. This spontaneous case from other country was reported by a medical doctor as "hematoma in abdominal wall" and "hemorrhagic shock" and concerns a female pt treated with penneedle 32 g taper (novofine needle) from and to unk date for type 2 diabetes mellitus. Medical history includes chronic rheumatism, joint prosthesis wearer, cerebral infraction, diabetic nephropathy. In 2009, the pt experienced hematoma in abdominal wall and hemorrhagic shock after injecting insulin in abdomen. She was treated with massive blood transfusion (non-coded map and fresh frozen plasma). The hemorrhage was stopped with abdominal compression. On the following month, the pt was still in hospital due to an unk reason. The pt was going to be moved to a different hospital. Injection site was switched to the buttock. The pt performed air-shots prior to each injection, and changes needles. No abnormality in the needle in question was found before the injection. The outcome was reported as "recovered" the day after the original date. Comment: company comment: the pt experienced "hematoma in abdominal wall" and "hemorrhagic shock" after injecting insulin in abdomen. The medical history does not include any hemorrhage disease, but laboratory values of the coagulation factors for this pt is unk. Based on the available info it is not possible to judge the causal relationship.